Event description:
The surgeon implanted a cc4204bf collamer lens, but the lens split while it was being inserted. The lens was removed in pieces with no patient injury or event. The facility indicated that it was unk as to why the lens split. An msi-pf injector and an sfc - 25 fp cartridge were used, but the lot numbers were not provided by the facility.